Manufacturer narrative:
(B)(4).

Event description:
It was reported interrogation revealed the device went into backup vvi mode due to a ventricular fibrillation storm. This led to excessive charging and caused the device to drain its battery. Device imaging did not detect any physical issues with the device. The device was explanted and replaced the next day. The patient condition is okay during and after the device replacement.